Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while connected to a patient, a technical alarm regarding safety valve open were generated. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). No investigation was performed by our field service engineer (fse). No repair was requested. The ventilator was taken out of service and is no longer used by the hospital. Ventilator logs were provided and reviewed. The reported technical alarm for an open safety valve could be confirmed in the event and technical logs. As no parts were replaced and returned for investigation, it has not been possible to determine the root cause of the reported event.

Event description:
Manufacturer ref. #: (B)(4).